Manufacturer narrative:
As enduser reported on the medwatch is not a richard wolf number for this device. Richard wolf medical instruments does manufacture the model # 8302.09. The device is being retained by the surgeon that remove the metal piece.

Event description:
It was reported that the pt had knee surgery in 2007. There were no complications with the surgery. The knee surgery was completed without incident, as well as they were aware. Six months later, the pt contacted pt service rep. The pt explained that she had just come from her dermatologists office and her orthopedic dr removed a 'metal thing from her knee'. The pt's orthopedic dr had been called to the dermatologists office. The orthopedic dr was not the original surgeon who performed the knee surgery. The pt had visited the dermatologist due to some pain which the dermatologist thought was a cyst. The dermatologist planned only to lance and debris the knee. The 'metal thing' was investigated further and found to be a piece of arthroscopy inflow cannula. The orthopedic dr that removed the piece has retained the piece. The pt is doing well.